Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. At the time of the event, the customer was alerted to the battery becoming hot by the pump resulting in a valid temperature alarm occurring. The pump also had multiple unexpected resets that occurred. The pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.